Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a run of ventricular tachycardia (vt) and presented to the emergency room. The patient¿s implantable cardioverter defibrillator (ICD) was unable to interrogate as the device had reached recommended replacement time (rrt) three years ago and the patient had been lost to follow-up since. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.